Manufacturer narrative:
Reference record: (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Liver puncture has been reported as a complication of a peg tube placement procedure. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Since (B)(6) 2019, patient experienced abdominal pain. The physician reported that the liver was punctured during the procedure and peg-j tube was removed. A new peg/j tube placement was planned for (B)(6) 2019.